Event description:
The user facility reported the unit was leaking water and smoking. The fire department was dispatched to the facility. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the heating element located in the steam generator had developed a hole. The hole allowed water to enter into the heating element, resulting in a water leak and blown fuse in the electrical power supply. The technician replaced the generator heating element, tested the unit and returned the unit to operation. The technician stated he believed the unit was not smoking at the time of the event, but rather releasing steam. The technician found no evidence of burning and did not smell any residual smoke at the time of his inspection. The unit was installed in (B)(4) 2011 and is currently under a steris service contract. The last pm for the unit was completed on (B)(4) 2013.